Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ error during a supply change, would not rewind during a dry run without supplies despite multiple restarts, and the issue was addressed by providing a replacement device; this corresponds to a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communication-related problem and a stalled motor consistent with a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.

Manufacturer narrative:
Initial.